Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found damage to connecting cable and images were not displayed due to a defective camera cable. A device history review revealed no issues that could have caused or contributed to the reported issue. Per instruction for use (IFU), it states, precautions against frozen or lost endoscopic images warning: follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or it may not be possible to restore a frozen image. Never clean, disinfect, sterilize or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, that could allow water to penetrate and damage electrical circuits inside the camera head. While uncoiling the camera cable, a part of the cable may form a loop of 10 cm or less in diameter. When such a loop is observed, do not forcibly pull the camera cable, but uncoil the loop and straighten it slowly, rotating the camera head. Forcibly pulling the loop can damage the camera cable. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the device had connection issue, no image, cable was broken. The issue was found at preparation for use. There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
E1 address: full address of the facility : (B)(6)); postal code (hospital) :(B)(6). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional relevant information becomes available.